Manufacturer narrative:
Product event summary: at analysis it was determined that the case and cover were cracked and a bracket was missing. It was additionally noted that the battery contacts were visibly contaminated. The device was cleaned, the visible signs of contamination were removed from the battery contacts and it passed all tests.

Event description:
The external pulse generator was returned with no stated reason and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.